Event description:
It was reported that the asymptomatic patient presented in clinic with a device that was far field r wave over sensing on the atrial lead. Reprogramming changes were recommended. No further information is available at this time.